Event description:
According to the information received, image dropouts. It was confirmed by doctor that the patient had already died by the time paramedic team arrived, but attempts were still made to secure the airway. Date of death is unknown. Doctor/paramedic confirmed that the device failure neither caused nor contributed to the patient's death. Appropriate replacement equipment was available at the time of use.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. It was confirmed that the device failure neither caused nor contributed to the patient's death. The event is filed under internal karl storz complaint ID: (B)(4).